Event description:
It was reported that during receipt at the user facility, the tip was broken off.  No medical intervention and no adverse consequences were reported with this event. As this event occurred during receipt of the product at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during receipt at the user facility, the tip was broken off.  No medical intervention and no adverse consequences were reported with this event. As this event occurred during receipt of the product at the user facility, there was no patient involvement and no delay to a surgical procedure.